Manufacturer narrative:
This event occurred in (B)(6): no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata being used in a lp shunt surgery hematoma removal. The patient has a poor prognosis for subdural hematoma, craniotomy, and hematoma removal, and is currently being hospitalized. On november 1st the procedure was set to pl2.0. On november 5th it was set to pl 2.5 because the flows was too much. The on november 18th the patient's condition changed. The result of x-ray imaging was pl1.0. On november 19th it was confirmed that it was pl2.0. As of november 5th, the method of aligning the varius confirmed in the photo that the flow direction was reversed. After that, although the date and time are unknown, the three physicians asserted that the method of using was correct when the varius was used until the patient's condition suddenly changed. Additional information was received. It was reported that the patient's progress was observed. The issue was resolved. Additional information was received. It was reported that subdural hematoma was confirmed in the patient after the reported shunt product was implanted in the lp shunt surgery. The date of the surgery was unknown, but when the repeat surgery was performed, the hematoma was removed and the shunt product was also removed.